Manufacturer narrative:
No conclusions can be made at this time as to the cause of the post-operative complications. Adhesions are a known inherent risk of surgery per the adverse reaction section of the IFU. At this time, it is unclear to what extent the bard soft mesh may have caused or contributed to the patient adverse events experienced post-operatively due to the patients comorbidities and surgical history. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
Information provided by the patients attorney: on (B)(6) 2015 the patient was diagnosed with a vaginal prolapse and underwent an abd sacrocolpopexy with implant of a bard/davol soft mesh. About 5 months later on (B)(6) 2015 the patient was diagnosed with a perforated sigmoid colon and underwent a hartmann's procedure with explant of the bard/davol soft mesh. Per review of medical records: on (B)(6) 2015 the patient underwent an abd sacrocolpopexy with implant of a bard/davol soft mesh. Per the implant operative report details, ¿a piece of bard mesh (soft mesh) that was approx 15 cm in length and 2 cm in width was then folded in half and the posterior leaf was attached to the posterior aspect of the vaginal vault. The anterior leaf was attached to the anterior portion of the vaginal vault up to the apex with several simple sutures of tycron. Then the folded aspect of the bard mesh (soft mesh) was attached to the previous suture that was placed on the sacral promontory.¿ on (B)(6) 2015 the patient presented to the hospital emergency room with complaints of severe abd pain. The patient had hip surgery 11 days prior, and had an ongoing history of constipation. She reported she had not had a real bowel movement since she had surgery. She was evaluated and immediately taken to the operating room where she was found to have perforated colon. She underwent a hartmann¿s procedure which included removal of the bard/davol soft mesh and a portion of her colon. Per the operative report details, ¿it was found that the small bowel was densely adhered to the previous mesh placement from the sacrocolpopexy. The sigmoid perforation was identified just proximal to the piece of mesh. The mesh was excised both at the sacrum and at the vaginal cuff anteriorly. The patient spent two days in the intensive care unit, was then transferred to the medical/surgical floor and then discharged to a rehabilitation center. On (B)(6) 2015 the patient presented to the hospital and was admitted for left upper abd pain and chest pain. She underwent a thoracentesis to remove some excess fluid noted within her lungs. On (B)(6) 2016 the patient was diagnosed with a parastomal hernia and underwent a colostomy takedown and repair of the parastomal hernia. On (B)(6) 2016 the patient was diagnosed with probable anastomotic leak and underwent an exploratory laparotomy, colon resection and colostomy creation. On (B)(6) 2016, the patient had a post operative md office exam and was noted that her wound was healing and doing well.